Event description:
Per rep., this system was removed due to infection and not replaced with biotronik devices. Philos ii dr, MDR 1028232-2008,00074; setrox s 53, MDR 1028232-2009-00075; st. Jude medical 1646t.